Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for call was the patient said interstim had been helping prior to vaginal cancer radiation 3 months ago when they turned their therapy off and when they turned it back on, it no longer helped. The patient said they still had urinary incontinence, they were urinating a lot and they did not know if it was the result of getting over the radiation burns or if the stimulator was not high enough. The patient said they turned it up to 4.2 but couldn't feel it and it was not helping. The patient said they saw their urologist last week and the doctor told them to call the manufacturer programmer to talk about changing programs. Reviewed interstim therapy optimization information, stim sensation information, offered to assist the patient to use their equipment to make an adjustment and the patient declined stating they wished to be in touch with the rep. Offered and sent email to the reps in the area. Redirected to their doctor. The patient said they'd had interstim for 10 years and this is the second time they have changed their program.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they turned therapy off for 6 weeks while having radiation cancer treatment and since they turned it back on (B)(6) they were not getting any relief, they are having an awful lot of urgency they called a couple of times and have tried programs 6 and 7 but they don't know what program they were on before then. Reviewed therapy optimization information and recommended keeping a symptom diary to track results. During the call patient was successful to synch with their implant, chose to change programs and increased stim to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Pt said their doctor has left and they can continue seeing someone at the same facility. Offered and emailed physician listings.